Event description:
It was reported by the sales rep that during a lap cholecystectomy procedure, the clips from device fell off inside patient's abdomen. The clips were retrieved and another device was opened to complete the procedure. No patient consequences.